Event description:
I am a type I diabetic and require the use of a continuous glucose monitor to alert me of my high or low blood sugars. I have had problems with the device on and off for months. Today when speaking with the tech support at medtronics, I was informed that the sensor I had was expired. I have been using this monitor for a couple of years and have had in home training by a medtronics representative. No one has ever advised me that these sensors have an expiration date. There is no indication on the packaging that they expire or a discard date. I spoke with the customer support at medtronics who informed me that they would have told me when I ordered my supplies. I have never been told. I was then told that there is an (hour glass emblem) on the box that the manufacturer uses to indicate that the date on the box is the expiration date. I had no way of knowing this or that the hour glass emblem represented anything. This is not a universal indicator of expiration to my knowledge. I asked them why they don't make it clear to the laymen (patient) that their product has an expiration date. I was not given any satisfactory answer. I believe medtronics should be responsible for informing the users of this medical device that it expires. I have had several life threatening episodes with my blood sugars and believe if the monitor had been functioning properly I would not have experienced these problems.